Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic pulmonary valve the pulmonary artery (pa) was pre-stented with a non-medtronic stent. A recoil of the stent was identified following the placement of the stent. Per the physician, the recoil was thought to be minor and did not required intervention. The transcatheter bioprosthetic pulmonary valve was then implanted in the recoiled pre-stent. The implant of the valve was successful and an acceptable post-op right ventricle (rv) to pa gradient of around 13 millimeters of mercury (mmhg) was measured. 14 months and 24 days following the implant of the valve the patient presented with shortness of breath. Diagnostic cardiac catheterization was then performed and showed a rv-pa gradient of greater than 60 mmhg. Imaging showed both the valve and the stent to have multiple type 2 stent fractures. It was reported that over the past 14 months, both the valve and stent appeared to have undergone consistent flexing between the chest wall and the pumping aorta, resulting in the fractures. No intervention had been performed. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record (DHR) of this valve was reviewed and no anomalies were noted that would have impacted this event. This product met all manufacturing specifications for product released to distribution. A review of the still images received confirmed the stent fractures. However, the image cannot confirm the reported high gradients. The relationship between the reported high gradients and stent fractures cannot be established. Based on the risk analysis, stent fractures can potentially lead to increased gradients. However, a conclusive cause of the high gradients cannot be determined with the information available. Per melody instructions for use (IFU), melody stent fractures are known phenomenon; it states that ¿prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture¿. As reported both the valve and stent appeared to have undergone consistent flexing between the chest wall and the pumping aorta which resulted in the fractures. However, a conclusive root cause of the stent fractures could not be determined with the information available. Updated data: h6 method, result, and conclusion codes updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.